Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the emergency room with symptomatic loss of capture (loc) due to confirmed lead dislodgement. Surgical intervention was performed and the lead was successfully repositioned.